Event description:
On (B)(6) 2024 an 82-year-old male underwent deep vein thrombosis (dvt) thrombectomy using inari devices. The clot age was estimated at 28 days. After several successful passes completed using a revcore thrombectomy catheter (revcore), the physician completed one more pass to remove the last remaining clot. As the physician collapsed the coring element, it was noted on imaging that the tip did not move, and the medical team realized the tip had separated from the device. The catheter was removed, and the tip remained in the patient's vessel. Imaging showed 100% of the clot was removed from the patient's vessel. In the following days, the patient underwent a venous cutdown and the revcore tip was removed successfully.

Manufacturer narrative:
The revcore thrombectomy catheter (revcore) catheter was returned to the manufacturer and evaluated. Visual inspection of the catheter confirmed the distal tip was separated from the catheter and no other signs of damage were observed. The tip was not returned as it was retained at the hospital after it was removed from the venous cutdown. The inner shaft was inspected under uv light for adhesive residue. As expected, adhesive residue was identified on the outer circumference of the shaft-tip junction. A sample of the residue was collected and analyzed using an ft-ir spectrometer and compared to an inventory unit that had undergone the lot release process and was deemed acceptable. The analysis found the composition and cure on the customer's unit were within acceptable limits. As the adhesive residue was deemed acceptable, and the tip was unable to be evaluated, the root cause of the issue was undetermined. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There have been no similar complaint events for this lot number. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract against resistance. If excessive resistance is encountered, retract, and collapse the coring element into the outer catheter and remove the device. Excessive force against resistance may result in damage to the device or vessel." "Examine the revcore thrombectomy catheter prior to insertion to verify it is not damaged." Manufacturer reference: (B)(4).